Event description:
It was reported that through a search of the medical records, the patient was deceased. However, it was discovered the patient entered hospice care and no date of death or cause was disclosed in records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.